Event description:
It was reported that approx. Three years after placement of a vena cava filter, the patient presented to the emergency room with chest pain and shortness of breath. A CT scan demonstrated a large pericardial effusion and two detached filter limbs in the right ventricle, and one detached filter limb in the left renal vein. One detached limb was surgically removed from the right ventricle via a sternotomy. The other second detached limb was determined to be embedded in the myocardium and was not removed. The detached limb in the left kidney was not removed. The patient was reported to be in good condition after the surgical procedure.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.